Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was short. The remainder of the anatomy was unremarkable. It was reported that the stent graft was placed a little low and it moved down further when ballooned. The decision was made to implant a 36 mm endurant cuff to address the inaccurate delivery. No clinical sequelae were reported and the patient is fine. Two returned still angiogram images show that the bifurcate was placed approximately 1.5cm below the renal arteries; no obvious endoleak is seen. A cuff was then placed just below the renal arteries. No endoleak or other stent graft issues were observed. The morphology of the neck could not be assessed from the films provided.

Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).